Event description:
Home patient (hp) reports disconnecting heater bag and spiking new "dianeal" bag onto already spiked line of homechoice set, while troubleshooting a system error alarm during apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No pt injury or medical intervention reported by rn.